Event description:
Sept. 26th, 2025: integrum received unit i9130 with a report form stating that the axor ii has detached from the abutment causing the patient to fall multiple times, and that the patient sustained injuries to the eye socket, finger and hips and had to visit the ER. Integrum has not received information regarding the specific injuries, i.e. The outcome of the ER visit, hence the coding serious injury is a presumtion based on available information. Manufacturing investigation performed, the unit has been manufactured according to specification. Oct. 10th, 2025: technical investigation of unit i9130 performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The device passed the manufacturer's tests. The clamps had some minor marks indicating that the abutment may not have been fully inserted at some point during use, however the root cause of the reported issue could not be established. During service, the clamps were replaced, the device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum will inform the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.